Event description:
It was reported while using [brand name] (x) number of tube(s) underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-feb-2026. Investigation summary: bd received 70 samples and 2 photos for investigation. Some of the returned samples were used, and the entire delivery was classified as biohazard, which prevented bd from testing the returned samples. The photos depict at least one tube exhibiting underfill, with a small amount of blood visible in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#; k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using [brand name] (x) number of tube(s) underfilled. No adverse impact was reported regarding the patient or user.